Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation with signs of clinical use but no evidence of blood. The endoscope was observed to be intact with no visual defects. An image quality inspection was performed with an endoscopic video imaging system. Using a reference dissection tip, a clear image and focus were obtained. There were no breaks or fluid observed through the imaging. Based on the returned condition of the device and the result of the evaluation, the reported failure mode "break" was not confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope broke.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope broke.